Manufacturer narrative:
Procedure ran as expected without complications. A field service engineer was dispatched and inspected the pcs2 and no issues were found with machine. Diagnostics checks were normal and unit meets manufacturer specifications.

Event description:
On (B)(6) 2020, the customer informed haemonetics of a post donation fatality following a successful apheresis collection procedure on a pcs2 plasma collection system. The donor left in good health following the completion of the donation procedure. No medical interventions were necessary. Donor died later that night due to a automobile accident.